Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported failed efaa appears to be related to user technique. However, a cause for the reported mechanical jam of inability to remove the lock line, unintended movement of clip open while locked, and difficult to deploy the clip cannot be determined. The reported surgical intervention was a result of case-specific circumstance as the patient was taken for surgical removal at the insertion site. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr), a restricted anterior leaflet, and a dilated left ventricle for a mitraclip. The first clip was an xtw, which was not implanted due to a gradient >8mmhg. The patient remained stable, the gradient returned to baseline, and there were no device issues with the xtw. An ntw was then advanced, positioned and both leaflets were grasped with leaflet insertion confirmed. The clip was locked and closed to 20 degrees with a gradient of 6-7mmhg. In an attempt to reduce the gradient, the clip was unlocked, opened the arms to approximately 60degrees, locked and closed to 30 degrees. Upon the pre-deployment during first establish final arm angle (efaa), the clip opened to 40 degrees. This was suspected to be due to the clip being locked at an angle less than 60 degrees. To troubleshoot the clip was unlocked, opened past 60 degrees, locked, closed back to 30 degrees and efaa was completed with success. The lock cap was removed, both lock lines pulled off with the o-ring and red tabs removed, and no knots were felt. Resistance was felt after approximately 30-40cm of the lock line was removed. There was only one lock line accessible at that point, and more tension was applied without being able to pull the line through. Another efaa was performed and clip remained unchanged. The curves were slowly removed from clip delivery system (cds) under fluoroscopy and echocardiogram. After all of the curves were removed from cds, the clip was still intact. The sleeve was being pulled into the sgc, when the clip came off of both leaflets. The lock line was still attached and able to be pulled to the mouth of the sgc and retracted into the right atrium (ra). Negative knob was added to the sgc while retracting from the inferior vena cava (ivc) and femoral vein. However the clip was opened at 180 degrees and could not retract into the gore 26f sheath without potential damage to the vessel. The patient was taken for surgical removal at the insertion site of the left femoral vein. Patient was stable without complications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr), a restricted anterior leaflet, and a dilated left ventricle for a mitraclip. The first clip was an xtw, which was not implanted due to a gradient >8mmhg. The patient remained stable, the gradient returned to baseline, and there were no device issues with the xtw. An ntw was then advanced, positioned and both leaflets were grasped with leaflet insertion confirmed. The clip was locked and closed to 20 degrees with a gradient of 6-7mmhg. In an attempt to reduce the gradient, the clip was unlocked, opened the arms to approximately 60degrees, locked and closed to 30 degrees. Upon the pre-deployment during first establish final arm angle (efaa), the clip opened to 40 degrees. This was suspected to be caused by the clip being locked at an angle less than 60 degrees. To troubleshoot the clip was unlocked, opened past 60 degrees, locked, closed back to 30 degrees and efaa was completed with success. The lock cap was removed, both lock lines pulled off with the o-ring and red tabs removed, and no knots were felt. Resistance was felt after approximately 30-40cm of the lock line was removed. There was only one lock line accessible at that point, and more tension was applied without being able to pull the line through. Another efaa was performed and clip remained unchanged. The curves were slowly removed from clip delivery system (cds) under fluoroscopy and echocardiogram. After all of the curves were removed from the cds, the clip was still intact. The sleeve was being pulled into the sgc, when the clip came off of both leaflets. The lock line was still attached and able to be pulled to the mouth of the sgc and retracted into the right atrium (ra). Negative knob was added to the sgc while retracting from the inferior vena cava (ivc) and femoral vein. However the clip was opened at 180 degrees and could not retract into the gore 26f sheath without potential damage to the vessel. The patient was taken for surgical removal at the insertion site of the left femoral vein. Patient was stable without complications.